Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was reprogrammed back in 2015 due to the right atrial (ra) lead causing phrenic nerve stimulation. However, the lead continued to cause phrenic nerve stimulation and diaphragmatic stimulation. The ra lead has been explanted and replaced. No further patient complications have been reported as a result of this event.